Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID 9735764 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9736411r. Work order complete: h3, h6) a manufacturer representative went to the site to test the navigation system. It was reported that the solid state drive (ssd) card was replaced, and the system performed as intended. Codes b01, c07, and d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the bootup issue occurred again this morning. The issue was temporarily resolved after a hard reset. The suspected issue was a faulty ssd (solid state drive) or computer. There was no patient involvement.

Manufacturer narrative:
H3: the computer (product ID: computer 9735764r nav with pcoip s8 svc, serial/lot: (B)(6)) was returned to the manufacturer for analysis. Analysis found no failure. H6: codes d02, b01, c07 apply to the system (product ID: surgn cart 9735665 stealth s8 premium, serial/lot: (B)(6)) and solid-state drive (ssd) (product ID: ssd 9736411r 2.5in s8 os 2.0.x duped rfb, serial/lot: unknown). Codes d14, b01, c19 apply to the computer (product ID: computer 9735764r nav with pcoip s8 svc, serial/lot: (B)(6)). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.